Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted. The insulin pump was received with a cracked case at the battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had intermittently responsive buttons. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.